Manufacturer narrative:
Device evaluation: one cadd pump was received for investigation with cracked front and rear housing and a damaged downstream sensor. The device was started in application and problems were found with the device double beeping with a cassette attached, which was causing the "no disposable" alarm. Based on the evidence and testing, the complaint was confirmed. The event problem source of the downstream sensor issue was not identified.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "alarming". No patient details were provided.